Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexc0200 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the acute lymphoblastic leukemia patient, was implanted PICC in (B)(6), 2013. On (B)(6), 2014 when the hospital routine chest x=ray examination, found the catheter fracture in the body. Preliminary judgment, the catheter been in axillary vein into subclavian vein regional fractured in the body. The residual catheter has entered into the pulmonary artery. In the evening, with the help of the radioactive interventional division, from the femoral vein proceeded the residual catheter caught. Took out the fracture catheter without a hitch. The fracture catheter length is 11cm, that sealed and sent the catheter to germiculture. Patient's problem is continuing to be followed up.